Manufacturer narrative:
The customer reported that the bsm (bedside monitor) was showing a constant communication loss on the cns. The patient was moved to a different device. The biomedical engineer reset the nic, different nic, and tried a different wireless lan pack. Biomedical engineer states he has the same issue. Biomedical engineer changed the wireless lan pack with a known good one. Biomedical engineer found the problem and said he needed to order a new network card. Followed up with biomedical engineer on (B)(4) 2016 who stated the new network card fixed the communication issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Hospital biomed replaced parts and fixed.

Event description:
The customer reported that the bsm (bedside monitor) was showing a constant communication loss on the cns.